Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video system center had insufficient light amount and socket damaged. The issue occurred during inspection for use. There were no reports of patient involvement.